Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that there was a power on reset (por). It was seen when the patient was trying to check therapy. The patient was advised to contact the doctor to report the ¿warning por¿ message. No symptoms reported. The patient was implanted yesterday and the por was seen last night, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.